Manufacturer narrative:
Initial 1 of 7. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced seven infusion set issues, in which it led to high blood glucose level (547 mg/dl) and was treated with correction injection via multiple daily injections event on (B)(6) 2026. The patient replaced infusion set and resumed insulin deliveries successfully.